Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04652. It was reported the pt had experienced pocket heating while using the charing system. The sjm rep met with the pt and provided a replacement charging system. It was reported the pt had been using the replacement charging system, and no further heating had been experienced.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.